Event description:
Rptr stated, "on 08/02/99, cement did not harden for 17 min. The cement was stored at 4c in frige. The surgeon started stiring soon after the cement was taken out from frige. Sales rep felt that the temperature of the operating theater was comparatively cold." There was no adverse consequence for the pt or delay in surgery or anesthesia time.